Event description:
It was reported that this device was exhibiting accelerated battery depletion shortly after implant. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest intervention has been performed to replace the device, and the patient is being closely monitored via the latitude remote patient monitoring system. No adverse patient effects were reported. Despite multiple attempts to obtain additional follow-up information, boston scientific has not received confirmation of whether or not this device has been explanted and replaced, and the device has not been returned to boston scientific for laboratory analysis. Note that this investigation will be updated should further information be provided.

Manufacturer narrative:
To date, this device has not been returned to boston scientific; therefore, physical analysis cannot be conducted. Without laboratory analysis, it is not possible to definitively determine how the device may have contributed to the complaint incident.

Manufacturer narrative:
To date, this device has not been returned to boston scientific; therefore, physical analysis cannot be conducted. Without laboratory analysis, it is not possible to definitively determine how the device may have contributed to the complaint incident.

Event description:
It was reported that this device was exhibiting accelerated battery depletion shortly after implant. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest intervention has been performed to replace the device, and the patient is being closely monitored via the latitude remote patient monitoring system. No adverse patient effects were reported. Additional information received indicates this device was explanted and replaced. No additional adverse patient effects were reported. Device return is expected.

Event description:
It was reported that this device was exhibiting accelerated battery depletion shortly after implant. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest intervention has been performed to replace the device, and the patient is being closely monitored via the latitude remote patient monitoring system. No adverse patient effects were reported. Additional information received indicates this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this device was exhibiting accelerated battery depletion shortly after implant. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest intervention has been performed to replace the device, and the patient is being closely monitored via the latitude remote patient monitoring system. No adverse patient effects were reported.